Manufacturer narrative:
D10: concomitant product: sigsbchgr - sig power sigsbchgr one -bay charger, serial# unknown. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance led an evaluation of one signia powered handle for non-reportable conditions. During the investigation a secondary condition of an error for the system que being full was detected. This condition has a potent ial for patient harm. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported conditions. Functionally the device calibrated and was able to fire without issues. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the system data indicated that there was an error for the system queue being full. The handle queue filled up due to multiple button presses in short succession. The cause of the observed error was due to software restrictions on the capacity of the queue. Internal process improvements have been initiated to mitigate this issue. It was reported that an error sound sounded repeatedly. The reported issue was confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. It was reported that the device detected a reload as being attached when there was no reload attached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, during charging, handle suddenly started up, and a message appeared on the display as if a cartridge was attached on the tip even though there was no adapter nor reload attached. Then, an error sound has sounded repeatedly. It was noted that even after resolving that by holding down the green button and restarting the device, device was considered too risky for clinical use, and a replacement was used instead. The charger worked fine with another handle. There was no patient involvement. Medtronic's initial evaluation of the incident is that an analysis of the system data indicated that there was an error for the system queue being full, handle queue filled up due to multiple button presses in short succession and the cause of the observed error was due to a software restrictions on the capacity of the queue.